Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found that the objective lens was cracked. The light guide lens was chipped. The distal end cover glue was cracked. Lastly, the insertion tube was defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a cotton tipped applicator broke off in the biopsy port of the evis exera iii colonovideoscope. The issue was found during reprocessing. Inspection and testing of the returned device found foreign material in the biopsy channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e3 and h4 fields were corrected based on the available information at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cotton tipped applicator used in the previous reprocessing was clogged in biopsy port. Therefore, the root cause was attributed to insufficient reprocessing by the user. The event can be detected/prevented by following the instructions for use chapters: "chapter 3 preparation and inspection" shows how to detect the event and "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.